Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the vasoview hemopro 2 c ring would not retract fully into the harvesting cannula. This was noticed when the scope was placed into the harvesting cannula, along with the hp2 shears, and the c-ring was retracted but would not go all the way into the harvesting cannula. Another kit was opened to complete the procedure. No patient harm was reported.